Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right ventricular lead defibrillation impedance was high and out of range. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.